Manufacturer narrative:
The insulin pump was received with high idle current, problem isolated to mother board. No unexpected power off noted. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with corroded battery tube, broken battery tube threads and corroded battery tube. The insulin pump was received with cracked case at reservoir tube window corners, cracked reservoir tube window and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump was dropped and the device powered off and then back on. The customer states the device is cracked. The customer's blood glucose level at the time of incident was 124mg/dl. The customer states the device is cracked on the reservoir compartment. The customer was advised the pump would have to be replaced and returned for analysis.